Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during kit inspection, the tip of the screwdriver was noted to be fractured.